Manufacturer narrative:
The reported complaint of "the lcd display of the autopulse platform (sn (B)(4)) went blank upon powering on" was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing and the platform performed as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. Unable to duplicate the customer reported complaint during the testing. The archive data review showed occurrence of multiple ua07 (discrepancy between load 1 and load 2 too large) and ua12 (lifeband not present) error messages on the reported complaint date, unrelated to the customer reported complaint. The load cell characterization test confirmed both the cell modules are functioning within the specification. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the ua. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Upon completion of the service, the autopulse platform will be further tested to full specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user should revert to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During deployment state, an (B)(6) year old patient in cardiac arrest was placed on the autopulse platform (sn (B)(4)) and upon powering on, the lcd display went blank. Unknown if manual CPR was performed during the time period. Patient got expired and the patient's death was pronounced at the hospital. The patient had a medical history of atrial fibrillation, htn (hypertension), and chf (congestive heart failure). Per user, the patient's outcome was not related to the autopulse platform. No further information was provided.